Manufacturer narrative:
Pump was returned, and analysis found motor/feedthru anomanly/shorting across insulator. Result code no longer applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a consumer via a the company representative (rep) indicated the pump was replaced on (B)(6) 2016. The patient's status was "five- no injury" and the issue was resolved at the time of this report. The issue reported was a pump motor stall alarm and there were no environmental/external/patient factors that may have led or contributed to the issue. The patient had loss of therapy for several months. The patient was receiving intrathecal morphine 50 mg/ml at 3.7 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 40 mg/ml morphine at 3.7 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient saw an error code on the personal therapy manager (ptm), looked it up, and was a motor stall. Logs showed multiple motor stalls and motor stall recoveries since (B)(6) 2016. The last motor stall and motor stall recovery occurred on (B)(6) 2016. The patient was sent for a catheter and rotor test and everything worked out well. The pump was to be replaced within the next six weeks. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.